Event description:
It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal right coronary artery (rca). The lesion was 3 .5 mm wide, 10 mm long and 75% stenosed. There was moderate calcification and severe tortuosity. The physician predilated the lesion prior to placing a 3 .5 x 12 mm taxus express2 stent. Residual stenosiswas 0%. The patient received angiomax, aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. One hundred and twenty seven days later, the patient had a tvr to the the proximal and distal rca. A bare metal stent was placed in the proximal rca. Another manufacturers drug eluting stent was placed in the distal rca. The patient was discharged 3 days later. In the opinion of the physician, there was no relationship between the tvr and the taxus express2 stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6912785 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cannot be determined.